Event description:
It was reported, burr on guidewire, difficulty withdrawing guidewire, concern about residual burr in catheter, pull out catheter and reinsert it. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, burr on guidewire, difficulty withdrawing guidewire, concern about residual burr in catheter, pull out catheter and reinsert it. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material is confirmed; however, the exact cause is unknown. Two photographs of a stylet were returned for evaluation. An initial visual observation of the photographs showed a stylet with what appears to be a white substance throughout the length of the stylet. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.